Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during second inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: (B)(6).

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the right coronary artery. A 5.0mm xience stent was implanted. The 6.0x12mm nc trek neo balloon dilatation catheter was advanced for post dilatation however the balloon ruptured during the second inflation at 11 atmospheres. A non-abbott balloon (pta balloon 014) was additionally used for proximal part to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.